Manufacturer narrative:
Literature citation: seiji ohtori, sumihisa orita, kazuhide inage, kazuki fujimoto, yasuhiro shiga, koki abe, hirohito kanamoto, masahiro inoue, hideyuki kinishita, daisuke himeno, miyako suzuki, kazuyo yamauchi; title- "oblique lateral interbody fusion (olif) with pps." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was written in the literature that in a olif surgery conducted on 155 patients, 3 cases of infection (1.9%) were observed.